Event description:
It was reported during the procedure, the physician found the head of the dilator was bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one, opened psi kit for analysis. The dilator was analysed as part of the complaint investigation. No definite signs-of-use were observed. Visual analysis revealed that the dilator tip was slightly crimped and widened. Microscopic examination confirmed the defect and revealed white stress marks, which was damage consistent with undue force applied during insertion. It was also noted that the dilator body was partially separated adjacent to the hub. The customer was contacted to address this additional failure and confirmed that this complaint was for the damage to the actual tip. Therefore, the circumstances of this patrial separation could not be confirmed. The dilator length from the hub to the distal tip measured 35 3/8" via calibrated ruler, which was within the specification limits of 35 1/8"-35 5/8" per the dilator product drawing. The outer diameter measured 0.1475" via calibrated micrometer, which was within the specification limits of 0.1470"-0.1510" per the dilator extrusion product drawing. The inner diameter at the proximal end measured 0.063", which was within the specification limits of 0.063"-0.066" per the dilator extrusion product drawing. The inner diameter at the distal tip measured 0.040", which was within the specification limits of 0.040"-0.043" per the dilator product drawing. Both these measurements were done via calibrated pin gauge. Functional inspection was performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". The returned dilator was inserted through the sheath. No resistance was encountered as the dilator hub fully snapped into the hub of the sheath. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the head of the dilator was bent. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.